Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that /hour glass/no readings/sensor error was reported. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, patient was alerted for a sensor error. During the time the dexcom had no readings, the patient reported that they injected too much insulin before they went to bed. They had a hypoglycemic incident during the night (no specific symptoms reported), managed to call an ambulance, and was taken to the hospital by ambulance. They were treated with glucose, recovered, and was discharged after four hours. At the time of report, they were feeling fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.